Event description:
This pt underwent a right total knee replacement in 1/94. She experienced gradual onset of anterior knee pain beginning in 10/98 which increased with the sensation of locking. There was radiographic evidence of lossening of the patella button and a palpable "clunk" in the anterior knee. The pt underwent a revision of the joint. During the surgery, it was discovered that all three patella components had broken. The prosthesis was replaced.